Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed errhwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download. The receiver log was reviewed, hardware errors were observed. The receiver case was opened and the internal inspection passed. Battery measurements were taken and they were within specification. Functional testing was unable to be performed due to perpetual rebooting. The reported event of an error icon display was confirmed. A root cause could not be determined.